Event description:
It was reported that during a post operative examination, the physician found a change in measurements. The lead was disconnected from the device and no anomalous values were seen. However, when reconnecting to the device, the threshold was once again high. The device was replaced and then the lead would not pace and showed a high impedance measurement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomalies were found.